Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt remains implanted. This is the final report.

Event description:
The company was informed that on (B)(6) 2011, the pt had a perilymphatic fistula repair.